Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The problem was verified when the battery was connected to a charger and no indicator lights were active. The battery case was opened and the problem was further traced to an open electrical connection between the poly fuse assembly and two of the cells. This confirmed the reported event that the battery was not fully charging. The actual cause for battery not charging was a defective connection between the poly fuse and one of the cell pairs. The actual cause for battery not charging was a defective connection between the poly fuse and one of the cell pairs. The manufacturer has opened internal investigations to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery won't charge past two bars. The battery was replaced. There was no impact to the patient.